Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, vessel spasm, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 02 3005168196-2019-01418 MFR report: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 3005168196-2019-01418 MFR report: 1. Section d. Box 4. Catalog number.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician noticed that there was slow filling due to the vasospasm in the artery. This vasospasm resolved itself and the event was considered resolved as of (B)(6) 2019. The vasospasm was adjudicated to be a non-serious adverse event with a probable relationship to the index procedure, and possible relationship to the psr3d.